Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
(B)(6).